Event description:
It was reported to philips that the surveillance camera froze and, upon rebooting, the system stalled at the bios screen and failed to fully boot. The device was outside of clinical use when the issue occurred. There was no patient or user harm reported. Philips has started an investigation of this complaint.